Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for evaluation. Instead, the device data logs were provided. Review of the data file confirmed the customer's report. However, root cause analysis cannot be perforemd with the device. Analysis of reports of this type has not identified an increase in trend.